Event description:
It was reported that the programmer displayed an error message when interrogating a device during a case and the functionality could not be regained. Another programmer was used and the case was completed. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 2067, radiofrequency programmer head. (B)(4).